Manufacturer narrative:
During manufacturing, the product goes through our validated sterilization process to ensure that the risk of infection from microbes/bacteria that would cause infection is minimized. While the exact cause/source of the infection remains unknown, it is likely that the source of the infection was from the procedure itself. There is no confirmation that the product sterility was compromised. The reported issue is a possible complication associated with the use of this product. As stated in the IFU: the long-term durability of bovine pericardial tissue is unknown. Potential complications include: restenosis, pseudoaneurysm formation, infection, thrombosis, calcification, fibrosis, vessel occlusion, patch rupture, dilation, myocardial infarction, bleeding, stroke and death. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that a pathology examination of the patient's carotid plaque tissue revealed organisms consistent with aspergillus. Infection control indicated that this finding may be associated with the bovine patch used during a prior carotid surgery. No other complications or patient injury was reported.